Manufacturer narrative:
Please correct this report 2017865-2026-10262. This event was previously reported on MDR 2017865-2026-06074 under the correct serial number (B)(6).

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure it was noted that right ventricular (rv) lead exhibited over-sensing. The rv lead was capped on (B)(6) 2026 and was replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.